Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had alarm-error codes/messages with communication error. There was no patient involvement.

Event description:
It was reported that the device had alarm-error codes/messages with communication error. There was no patient involvement.

Manufacturer narrative:
Omit a1601 - device alarm system (1012) omit g0600101 - alarm, audible omit b21 - type of investigation not yet determined omit c21 - results pending completion of investigation omit d16 - conclusion not yet available additional information: device available for eval? Returned to manufacturer on device return to manuf .? Device eval by manufacturer? Imdrf annex a code. Imdrf annex g code. Imdrf annex b code. Imdrf annex c code. Imdrf annex d code. Remedial action required remedial action #.